Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm while setting pump profiles,. The customer does not think that there was any impact, however they were not certain. The malfunction was cleared with tandem technical support and it did not reoccur.